Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preparation prior to patient contact during a sleeve procedure, there was an abnormal noise upon handle's activation and rotation. There was also a difficulty connecting the adapter to the reload. After connecting and reconnecting the adapter, it went from 30 procedures to 0. After changing the adapter with three others, there was the same problem difficulty connecting to reload. The handle controls were reversed, and after the charger was reset, the reload did not return to its original position. It was stated that four adapters had malfunctioned during this event. A new handle, adapter, reload and shell were used. There was no patient involvement.